Event description:
On 12/14/2023, it was reported by a facility representative via (B)(4) that an ar-8330h shaver hand control got hot and one of the buttons was not functioning. No case involvement.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
(Use error and motor) due to the condition of the device, the reported event of "on (B)(6)2023, it was reported by a facility representative via (B)(4) that an ar-8330h shaver hand control got hot." Could not be confirmed during evaluation. And is most likely the result of use error. The complaint of "one of the buttons was not functioning" was most likely due to motor failure.